Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (107 service code) was isolated to a shorted c1 capacitor , causing 12 volts to short to the ground. The root cause for the shorted c1 capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 107.